Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as tortuous. Iit was reported that there is right contralateral iliac limb was occluded, there appeared to be a kink at the terminal aorta and the iliac limb thrombosed 2.5 weeks post implant. The physician elected to model the stent grafts with a pta balloon, put the patient on an overnight lysis drip and then stented with balloon expandable stents at terminal aorta. The blood flow was restored to right limb. No additional clinical sequelae were reported and the patient is fine.